Event description:
The customer contacted stryker to report that their device would not power on with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The power pcba was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Stryker further evaluated the removed power pcba and determined the cause of the reported issue was due to a shorted diode package cr20.

Event description:
The customer contacted stryker to report that their device would not power on with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.